Event description:
It was reported that the batteries exhibited power switching. The batteries have been removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 28-feb-2017 / serial or lot (B)(6) UDI (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 29-feb-2016 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 h6: patient img code(s) g02002 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 31-oct-2016 / serial or lot (B)(6) UDI (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-oct-2015 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 h6: patient img code(s) g02002 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 31-mar-2017 / serial or lot(B)(6) UDI (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-mar-2016 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 h6: patient img code(s) g02002 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-sep-2016 / serial or lot (B)(6) UDI (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-sep-2015 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 h6: patient img code(s) g02002 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 31-oct-2016 / serial or lot (B)(6) UDI (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-oct-2015 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 h6: patient img code(s) g02002 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: eight (8) batteries ((B)(6)) were not returned for evaluation. No performance allegations were reported against (B)(6) and (B)(6) . Review of the manufacturing documentation revealed that the associated devices met all requirements release. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. There is no evidence that lubrication servicing was performed on (B)(6) were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. CAPA pr00389403 investigate momentary disconnections prior to lubrication servicing. CAPA pr00574181 investigated momentary disconnections. Even though these capas are now closed, (B)(6) , and (B)(6) fall in scope of these capas. Additional products: (B)(6) h3: yes (B)(6) h3: yes (B)(6) h3: yes (B)(6) h3: yes (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 02-may-2022 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 29-apr-2022 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and two batteries subsequently tested out-of-specifi cation during manufacturer's analysis. The batteries were removed from service.